Event description:
Caller reported cartridge alarm 20, and there was no adverse impact to the customer's blood glucose level. Tandem technical support decided to replace the pump as it was under warranty and advised the caller on backup therapy, updating pump software, and specific instructions related to sensor usage. The caller was guided on how to handle pump returns and the logistics for receiving the replacement pump, which included shipping instructions and setting the pump into storage mode. The caller understood and acknowledged all instructions provided.